Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 356 mg/dl. The customer delivered a correction bolus to address bg level. The customer declined to perform troubleshooting and confirmed that bg level would continue to be monitored.